Event description:
It was reported that the right ventricular (rv) lead was repositioned for due to dislodgement. During the procedure, the rv lead was damaged while attempting to remove the stylet. The physician alleged a malfunction against the lead and it was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage while removing the stylet was confirmed. As received, a complete lead with a stylet stuck in it was returned in one piece. The helix was retracted and clogged with blood and tissue as returned. After cleaning the helix and applying torque to the exposed inner coil at the connector region, the helix could be successfully extended and retracted. The helix extension length was measured within required performance specification. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was revealed to be stripped and was bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were observed to be pulled through the connector cap and stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The cause of the reported event of lead damage while removing the stylet was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet. Additionally, excessive forces resulted in the connector pin to be pulled out through the connector assembly.